Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 1.3005168196-2020-00469, 2.3005168196-2020-00471.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter and a non-penumbra stent device. During the procedure, the physician used the stent device to hold open the vessel, then, the smart coil was successfully implanted into the target vessel using the handle and microcatheter. While advancing the next smart coil through the microcatheter, the physician encountered resistance but was able to reach the target location. After making an attempt to detach the smart coil using the handle, the physician was unsure whether it detached or not, and made an attempt to manually detach it. The physician was still unsure whether the smart coil truly detached; therefore, it was withdrawn. Upon removal of the pusher assembly, the physician realized that the smart coil had detached in the microcatheter; therefore, it was completely removed. The next smart coil was advanced approximately 10 centimeters into the same microcatheter and became stuck. The physician suspected that the microcatheter was occluded and decided to remove the smart coil and flush the microcatheter on the back table. While flushing the microcatheter, a small residue covered in blood emerged. Subsequently, the same microcatheter was re-advanced into the target vessel. While advancing the next smart coil through the microcatheter, the physician encountered resistance and upon removal, noticed that the pusher assembly had kinked in a "wave" form. The smart coil was discarded. Upon further analysis, the pusher assembly of all three complaint coils exhibited the same kinking. The procedure was completed using another smart coil, the same handle, the same microcatheter, and the same stent device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-00469, 2.3005168196-2020-00471.